Manufacturer narrative:
Complaint indicates that the end of the illuminator was most probably broken off when inadvertently contacted by a drill being used during the procedure. Item e7 (reasonably foreseeable misuse) in dfmea (san 508) states a potential harm exists for "product used in a non-ophthalmic, minimally invasive, micro-surgical application"; it poses mechanical and accidental damage hazards. An IFU insert is packaged with each instrument and the first sentence in the "indications for use" section clearly states "this device provides a means of delivering illumination during vitrectomy surgery". This application is outside the labeled intended use of this illuminator.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during a procedure for dacrocystorhinotomy (dcr) the drill came in contact with the light pipe and broke off about a half inch. Documentation review revealed a 25 gauge light pipe was passed through the superior punctum and through the canalicular system to a hard stop. The inside of the ipsilateral nasal cavity was inspected and the glow of the light pipe was appreciated in the anatomically expected area. The straight shot drill using a 20 degree angled diamond burr was then used to create an approximately 1 cm diameter osteotomy through the periosteum and bone, and the area over the glow light pipe just superior to the middle turbinate down to the lacrimal sac. The light pipe was removed from the lacrimal system for repositioning and it was noted that the distal approximately 2 cm were missing. It was felt that the instrument was not retained in the nasal cavity as the osteomy had not been completed and the patient was not visualized in the nose. The surgery continued with a second light pipe. A search was reported to be done in side nose, in drapes, on floor, in suction, and x-rays were taken. X-rays showed it was not present in the nose. Item not found in drapes, on the floor and not in suction containers. Suction containers were strained and nothing found. On (B)(6) 2017 the patient presented to surgeon¿s office for scheduled follow up and reported she developed double vision when looking to the right following original surgery. A CT scan was ordered and showed a radiopaque foreign body that appeared to be in the left lacrimal system. The CT also suggested disinsertion of the left medial rectus muscle with transection. On (B)(6) 2017 the patient was taken for surgical procedure of ¿incision of left nasolacrimal canalicular system with removal of foreign body. Plastic repair of left nasolacrimal canalicular system with stent, and left anterior orbitotomy with exploration of left medial rectus muscle.¿ no further complications were reported.